Manufacturer narrative:
(B)(4).

Event description:
The pt felt pain and swelling at the lead wire connection site. The pt was seen in clinic. The pt felt no stimulation sensation. Implantable neurostimulator interrogation revealed impedances greater than 3600 ohms on some bipolar electrode pairs. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.